Event description:
Litigation papers allege patient began suffering pain, grinding, clicking and popping. It is also alleged her hip pain continued to worsen considerably and significantly impair her ability to perform daily activities and even walk. It is further alleged, this, combined with patients increased metal ion levels and an ultrasound demonstrating fluid collection, required patient to under hip revision surgery which resulted in pain and suffering, lost income and other economic and personal damages.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.